Event description:
It was reported that the patient experienced electric shock-like sensations throughout the body emanating from the implant site. In turn, the patient had difficulty charging the implantable pulse generator (ipg) and it would not hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.